Manufacturer narrative:
B4, g3, g6, h2, h3, h6, h11. The customer's glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope core quickconnect (qc) cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned system components and was able to confirm the reported cable failure. First, the customer's monitor was connected to verathon's test equipment. The tsr tried wiggling the connections, detaching and reattaching the test devices, swapping connections, and power-cycling with devices attached. No imaging issues were observed with the customer's monitor. Next, the customer's smart cable was connected to verathon's test equipment which displayed no image. Visual inspection found the smart cable's hdmi connector was damaged. The customer's smart cable failed verathon's device functionality testing. Lastly, the returned qc cable was evaluated and functioned as intended with verathon's test equipment; however, the tsr identified a crack on one of its connectors. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the monitor and both cables were returned to the customer per their request. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope core smart cable, the image on the connected glidescope core 10-inch monitor blacked out during intubation. No delay in the procedure, use of a backup device, or harm to the patient was reported.